Event description:
It was reported that the right ventricular (rv) lead has had a known pacing impedance greater than 3000 ohms since 2010. The lead was tested during a generator change and the physician electively chose to reuse the lead since no other issues were present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).